Manufacturer narrative:
(B)(4).

Event description:
It was reported by the register nurse (rn) who called the clinical support specialist (css) to troubleshoot the frequent helium loss alarms the staff was receiving on the intra-aortic balloon pump (iabp). The rn stated the patient is in normal sinus rhythm and that the iabp is pumping well and achieving the goals of therapy. The rn also stated that there was no blood noted in the tubing and no obvious kinks. A leak test was performed on the catheter, in which the catheter failed. The clinical suggest in decreasing the volume and or ratio to see if the alarms would disappear. As a result, the rn stated they improved the alarm, by decreasing the volume to 35cc. The iabp was successfully weaned and the patient remained stable. There was no report of delay in therapy. There was no report of patient complication or serious injury and death.

Event description:
It was reported by the register nurse (rn) who called the clinical support specialist (css) to troubleshoot the frequent helium loss alarms the staff was receiving on the intra-aortic balloon pump (iabp). The rn stated the patient is in normal sinus rhythm and that the iabp is pumping well and achieving the goals of therapy. The rn also stated that there was no blood noted in the tubing and no obvious kinks. A leak test was performed on the catheter, in which the catheter failed. The clinical suggest in decreasing the volume and or ratio to see if the alarms would disappear. As a result, the rn stated they improved the alarm, by decreasing the volume to 35cc. The iabp was successfully weaned and the patient remained stable. There was no report of delay in therapy. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4). The reported complaint of helium loss alarm is confirmed. The returned iab was confirmed with a leak from the bladder membrane, and the damage is consistent with contact from a sharp. The root cause of the bladder leak is undetermined but a potential cause of this issue is due to the customer handling. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.